Manufacturer narrative:
(B)(4). Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. This lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead has been discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--